Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the unit says cassette is not installed properly, when no cassette is attached. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis with complaint that the unit says cassette is not installed properly, when no cassette is attached. Log events were reviewed and there are no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. The complaint was not confirmed because the failure could not be replicated. Additionally, a cracked upstream occlusion (uso) seal was found and was replaced. Device passed all testing, and no fault related to the complaint was found.